Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume had been reached. The patient had been hearing the alarm for a couple of months. The caller had not yet read the logs to get the date the alarm began, it had showed on the screen "as today." There had been no patient symptoms because the dose was low. The patient was unable to come back due to financial issues and the patients spasticity was "fine." The pump system was infusing baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).